Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Additional information was received with the product on (B)(6) 2011.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 4.9 inr on the coaguchek xs system while a comparison lab returned as 2.64 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.